Event description:
It was reported with the use of the bd integra¿ syringe with detachable needle there was an issue with sterile breach. There was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd integra¿ syringe with detachable needle there was an issue with sterile breach. There was no report of injury or further medical intervention.

Manufacturer narrative:
One sealed 3ml packaged syringe with needle was received and confirmed to be from batch #4147573 (p/n 305270). The sample was visually evaluated. The syringe was found to have a missing needle shield. A missing needle shield is a rejectable condition per product specification. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the missing shield defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd integra syringe with detachable needle there was an issue with sterile breach. There was no report of injury or further medical intervention.